Manufacturer narrative:
This is two of two reports being submitted for this complaint with associated MFR# 3008264254-2016-00058 and 3008264254-2016-00057. This is an initial/final report. The catalog# and lot# of the prowler catheter is unknown. Expiration date and UDI is not available. Concomitant products: four galaxy coil (lot unknown); alligator snare; solitaire stent retriever. Manufacturing date not available as lot number is unknown. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during elective coiling of a ruptured aneurysm in the anterior communicating artery, physician reported a stretched coil. Physician had previously placed 4 galaxy coils through a prowler lpes 45degree microcatheter (lot unknown) without incident when he attempted to place the final "finishing" coil, a galaxy xtrasoft 2x6. Physician reported that during the second attempt to reposition the coil, it appeared that the coil prematurely detached. Initially during the procedure a one to one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. After repositioning the coil several times, it was then determined that the coil had stretched not detached, when a stretched segment was pushed into the left middle cerebral artery causing a temporary occlusion. The coil was removed using a snare (type/lot unknown) and a competitor's stent-retriever. Upon removing the coil, it was found that the coil had stretched and detached; the microcatheter was removed along with the coil. Physician did not report any abnormalities with the coil during prep or initial advancement. There were no damages reported on the microcatheter prior to use. Continuous flush was maintained. There were no patient injuries due to the reported event. The patient is a (B)(6) year old female whose vessels were reported to be of low tortuosity. The patient presented with a poor grade, a hunt hess grade 5 at admission and subarachnoid hemorrhage, it was reported that the patient deceased several days after the procedure.